Event description:
A micro ventricular bolt icp / temperature monitor functioned properly for the first three days but on 4th day the catheter stopped reading icp and waveform. The catheter was replaced which solved the problem. Additional clinical information has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.